Manufacturer narrative:
A medtronic representative reported that the issue has not recurred. The software investigation found that although the software logs did not specifically indicate a specific cause of the unresponsive system, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon put the sterile reference frame on the patient, after draping, and the navigation system camera could not see. In trouble-shooting, it was noted that the mouse was unresponsive and the software did not respond to ctrl+alt+backspace. The medtronic representative performed a hard re-boot which restored normal function. They could enter navigate and the navigation system could see the reference frame and probes. Issue resolved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Software investigation has not been completed.